Event description:
Inner sleeve of cutting tool chipped during surgery. Surgeon could not properly trim the win nail. Surgery delayed over half hour as an alternative to trim the nail was found. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
DHR could not be reviewed as the lot number is not available.